Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump screen was harder to read due to backlight did not turn on and buttons were harder to press. The customer¿s blood glucose level was unknown at the time of the incident. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device was received with a no button response due to flattened (act, esc and down) button dome switch (no crease) and partial unlocked lcd keypad connector noted during visual inspection. Unable to verify loud whirling noise, rewind anomaly, absence of low battery alarm, unexpected battery power loss, low battery alert, backlight anomaly, missing segment/partial display and perform all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, a21 error test, displacement test, basic occlusion test, occlusion test, prime/a33 test, rewind test and excessive no delivery test due to no button response. (B)(4).